Event description:
It was reported that the customer went to the emergency room with an unknown blood glucose (bg) level. Reportedly the customer had been stacking boluses. Reportedly the hospital treated the low bg by removing the pump. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.